Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer determined that re-setting the sensor board was required to address this reported condition. Afterwards, it was reported that the boot-up check passed, and that the device was returned to full functionality. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator with a high oxygen concentration alarm. There was no patient involvement.